Manufacturer narrative:
Device evaluated by manufacturer: promus premier ous mr 32mm x 2.25mm stent delivery system (sds), was returned for analysis. Examination of the stent identified stent damage. Stent struts along entire mid-section damaged and lifted. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurements. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable on device analysis completed on 21may2021. It was reported that the device could not cross the lesion. The target lesion was located in the left coronary artery. A 32x2.25 promus premier balloon expandable stent was selected for treatment. The promus stent was advanced. The promus stent could not cross the lesion. The procedure was completed with another same device. No patient complications were reported. However, device analysis revealed stent damage.